Event description:
A malfunction alarm occurred, identified as a software error. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, resolving the issue as the malfunction did not recur. Customer was advised to continue using the pump and to reach out if the issue happened again.